Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was healing crooked and that it was causing some bruising when the patient leaned on things as the ipg header was bulging from the skin. The patient will undergo a revision procedure wherein the ipg will be moved to a more comfortable location.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was moved because it was in an uncomfortable position. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was healing crooked and that it was causing some bruising when the patient leaned on things as the ipg header was bulging from the skin. The patient will undergo a revision procedure wherein the ipg will be moved to a more comfortable location.